Manufacturer narrative:
The customer was able to troubleshoot the leak with the help from customer technical service (cts) over the phone. The customer found a leak in the tubing through pinch valve, pv37. Cts assisted the customer with the replacement of the tubing from flow thru fitting ff107 to ff124 through pv37, which resolved the leak and the background errors. The field service engineer (fse) arrived onsite and did not observe or reproduce a leak. The fse noticed that the I-beam tubing through pv37 had not been positioned correctly when it was replaced by the customer. The fse stated that the customer had not properly aligned the I-beam on the tubing with the rail in the pinch valve. The fse removed the tubing and correctly rerouted the I-beam tubing though pv37and the instrument ran without leaks or errors and all repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 10ml from the probe on a coulter hmx hematology analyzer with autoloader during instrument startup. The leak was not contained within the instrument. The customer stated that "ambient temp error" messages had been generated at the time of the event. The instrument was considered inoperable after background checks failed. The customer was wearing personal protective equipment (ppe) consisting of gloves, a lab coat and face shield at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.